Event description:
It was reported that the unit was noted to have a worn reciprocation arm and unstable motor speeds. No patient involvement. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. E1: telephone: (B)(6). G2: foreign: france.

Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined a worn reciprocation arm and unstable motor speeds. The reciprocation arm and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.